Event description:
It was reported that a lead broke upon a lead removal procedure. Additional info has been requested from the hcp, but was available as of the date of this report.

Manufacturer narrative:
(B)(4).